Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. The armada 35 instructions for use (IFU), states: inflation in excess of the rated burst pressure may cause the balloon to rupture. Based on the information provided, the reported balloon rupture was likely user related. It is likely that the balloon rupture was the result of inflating the balloon above the rated burst pressure. Additionally, it is likely that during removal, the ruptured balloon material caught on the introducer sheath and separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a re-stenosed lesion in the moderately calcified, mildly tortuous, 70% stenosed radial artery with a fistula. A 5x60mm armada 35 percutaneous transluminal angioplasty (pta) balloon was inflated above rated burst pressure to 20 atmospheres and ruptured. After deflation, the balloon separated from the catheter, and the catheter faced resistance during removal with the anatomy. The separated portion was retrieved through a puncture in the brachial artery with an unspecified sheath. No portion of the device remains in the anatomy. There were no adverse patient sequelae, but there was a clinically significant delay in the procedure. No additional information was provided.